Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, resistance was felt while attempting to split the sheath of the starclose se device. The clip of the starclose se device was deployed; however, not in the patient anatomy. Some resistance was felt during device removal. The access ports were used to retract the vessel locator wings and facilitate device removed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, the clip of the starclose se device was deployed but was found to be stuck within the sheath. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported thumb advancement issue and clip deployed at the end of sheath were not confirmed. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Factors that contribute to these issues include, but not limited to, vessel locator not placed against the surface of vessel or device angle changed prior to thumb advancer/slider stroke completion. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.